Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes.

Event description:
It was reported that the video system center's image suddenly disappeared during an unspecified diagnostic procedure under sedation. This resulted in a procedural prolongation of 30 minutes or greater. The procedure was completed using the same device and there were no reports of patient harm.

Event description:
No new information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a system failure of the cp board, the system does not start up. Olympus will continue to monitor field performance for this device.